Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported through the manufacturer's clinical consultant that the patient underwent a pump exchange from one lvad to another lvad due to suspected thrombus.

Manufacturer narrative:
Evaluation of the returned pump confirmed the presence of depositions in the inlet stator. The distal inlet stator revealed a dark red, tissue-like deposition adhered to the bearing cup and the proximal rotor revealed a white, tissue-like deposition adhered to the bearing ball. The bearing cup deposition was consistent with denatured blood. Both depositions appeared to have formed in laminated layers, which are indications that the depositions likely developed over a period of time while the pump was in operation; however, a specific time period in which they developed and the duration of their presence in the pump could not be conclusively determined. A specific cause for the observed depositions could not be conclusively determined through this evaluation. The depositions were partially obstructing the blood flow path and could have contributed to the suspected thrombus. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The returned pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The device functioned as intended. The instructions for use lists device thrombosis and as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information provided by the circulatory support specialist confirmed that the patient is still ongoing with lvad support on the exchanged pump.

Manufacturer narrative:
Date of event of (B)(6) 2013 is an estimated date. Explanted date of (B)(6) 2013 is an estimated date. No further information is available at this time. The manufacturer is attempting to acquire additional information regarding the event. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed.